Event description:
The account alleged that the brake will set on this bed but will not hold. The bed will pop out of brake if bumped. No injury reported.

Manufacturer narrative:
Tech is sending the brake detent to the account. No further info is available on the repair of the bed at this time.